Event description:
It was reported that the patient had an infection at the ipg site. It was stated that the ipg incision site had a small opening. The physician believed that the infection was not device related. The patient underwent a procedure wherein the ipg and leads were explanted and was placed on antibiotics. The patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7078691/7077317.